Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc device will no longer charge. The customer stated that due to this issue, the customer experienced hypoglycemic seizure. However, the customer reported being able to self-treat with juice. There was no report of third-party intervention. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported the adc device will no longer charge. The customer stated that due to this issue, the customer experienced hypoglycemic seizure. However, the customer reported being able to self-treat with juice. There was no report of third-party intervention. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader was returned and investigated. Visual inspection was performed on the reader and no issues were observed. The reader did not power on with button depression, strip insertion, or insertion of usb cable. The reader was connected to a computer and the reader was not recognized. The reader was de-cased and no issues were observed. The returned battery was measured and was outside of specification. The returned battery was replaced with a new unused battery and the reader did not power on. The reader was placed into the printed circuit board assembly (pcba) test fixture and pressure was applied to the microcontroller processor (mcp), the reader then powered on and the battery was observed to be charging. This complaint is therefore confirmed to poor soldering of the mcp. Dhrs (device history record) for the libre reader and kit pack for verification of correct cable were reviewed and the dhrs showed the libre reader passed all tests prior to release and the correct cable was part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.